Event description:
It was reported that a spectrum iq pump had a flow accuracy issue. The container had fluid remaining when the infusion was complete. The programmed volume to be infused was 30ml and the actual amount infused was 23ml. The infusion was primary and the head height was ten inches. The intravenous container was properly spiked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: the event occurred during biomed testing and there was no patient involved. Correction: a1, b6, b7, d10 and f6 health effect-impact code additional information h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the results were within specification. A review of the event history log identified two infusions programmed that matched the customer reported parameters. The infusions ran to completion with no errors. The log does not show any abnormalities that could have contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.